Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: initial report submitted on (B)(6) 2011 reflected the incorrect manufacturing site. Therefore a supplemental report is being submitted to indicate the correct manufacturing site as (B)(4).

Event description:
It was reported that after implantation of the implantable pulse generator (ipg) the doctor noted pacing problems and high resistance/impedance. The physician revised the connection of the lead to the ipg connector and all parameters were good. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.